Event description:
It was reported that the patient presented in the hospital overnight following an uneventful leadless pacemaker (lp) implant procedure. The patient experienced an unrelated fall during the night with cardiopulmonary resuscitation performed. A chest x-ray was performed and revealed a pneumothorax along with a lp dislodgement to the pulmonary artery. The physician placed a chest tube to resolve the pneumothorax. The physician then implanted a transvenous pacing system without lp removal on 04 mar 2023. The physician decided to leave the lp safely lodged in the pulmonary artery. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.